Event description:
It was reported that the lead was explanted due to low sensing and loss of capture. A fluoroscopy view showed the lead dislodged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.